Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered vaginal pain, recurring left groin infections, vaginal pain, recurring infections, drainage, mesh migration, muscle perforation, and emotional distress. No further information has been provided.